Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) b5 describe event or problem- correction g6 type of report- follow up h1 type of reportable event - malfunction h2 type of follow up- correction

Event description:
Subsequent to the initial MDR, a correction is required. Correction for email.